Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The following information was requested and obtained: what was between 1 and 2? Was the stroke indicator? Stroke indicator. Was the manual knife reverse used? Yes. Was this the 1st firing of the device? Yes. Was the device articulated? Unknown. Who fired the device and what is their level of experience with device? The physician (dr. (B)(6)) has familiarity with the device. Were clips present in the vicinity? The or team stated that no clips were present in the vicinity. Was the remainder of the case uneventful? They had to convert to open in order to complete the case, however, from what I understand the remainder of the case was uneventful. What is the current patient status? To my knowledge patient is doing well.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec60a device was returned in good visual condition and with one ecr60m cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. In addition two clips were noted behind the knife path, preventing the knife to fully return to its home position, thus it would not open. Upon removal of the clips the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted.

Event description:
It was reported that during a nephrectomy procedure on the first firing the device using a gray reload was stuck on the pedicle. It was between 1 and 2. The device had been fully fired, but would not release. The surgeon had to convert to an open procedure; he placed another like device with a gray reload beside the first stapler. They fired the device and then used a scalpel to remove the first device off of the pedicle. Tissue was left in the jaws of the device. It is unknown if there was blood loss. Patient is stable at this time. Risk management has the device and it will be delayed in the return. The account risk manager has escalated the information to their medical director.